Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they were experiencing high blood glucose levels and thinks that the insulin pump was not functioning properly. The numbers would not scroll and the display went blank; however, after re-priming with the insulin pump the device began to function normally. Blood glucose level at the time of the incident was 500 mg/dl which was treated by manual injection. Blood glucose level at the time of the call was 125 mg/dl. Customer's parent did not troubleshoot and just wanted a device replacement. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.